Manufacturer narrative:
(B)(4). Photographic evaluation: the photo shows a portion of the tyvek showing the product code of the device, which is for an cdh25a device, this photo does not show lot number for the tyvek. However, no conclusion could be reached as to the cause of the reported incident as the tyvek lot is not visible in the photos. Hands on analysis should provide the evidence necessary to confirm the root cause. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, opened the out box, did not open the sterile packing, found the sterile packing was damaged as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient.